Manufacturer narrative:
Eval summary: the returned intraocular lens was examined and verified to have signs of handling. The optic was torn/split (possibly cut) into 2 pieces. Both portions were scratched and 1 portion had a cracked haptic. A lens bench test was not possible due to the extent of damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.

Event description:
A surgeon reports prforming a lens exchange due to an unexpected postoperative refraction. The lens model and diopter of the replacement lens was not provided. Add'l info has been requested.